Event description:
It was reported that the stent partially deployed. A 6mm x 40mm x 130cm eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery to treat peripheral artery disease. The 95% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, the stent failed to fully deploy. The stent deployed approximately 10mm. A strong force was required to rotate the thumbwheel. The procedure was completed with another of the same device. No patient complications were reported.